Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an allergic reaction to the clip on the case. The customer required a 3rd party intervention to relieve the issue. The customer was given a cream to treat the allergic reaction.